Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (enter timeframe) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the reported issue will be fixed once customer purchases the require spare part. The iabp was returned to the customer as is. Repairs were not completed, and it is unknown when they will be. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routing check, the cs100 intra-aortic balloon pump (iabp) system not charging on ac mains. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse checked batteries voltage, found 19vdc, charging indicator was not blinking. The system was kept on charging for 9 hours prior to investigation. The fse checked system with another battery set, observed for sometime, charging indicator was blinking properly on ac mains. Hence, batteries are defective & need to replace them with the new one. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a routing check, the cs100 intra-aortic balloon pump (iabp) system not charging on ac mains. There was no patient involvement, and no adverse event reported.